Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged insulin pump was under delivering. Customer declined to test insulin pump. Customer had high and low blood glucose event. Blood glucose value was 52 mg/dl and high blood glucose of 375 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.